Manufacturer narrative:
H2. Correction: please note, h6 codes b21, c21, d16, g02025, and g04060 no longer apply to this report. H3. The returned ins (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken at the anchor site; 17.7 cm from the distal end of the lead. H6. Please note, code d14 applies to the ins and code d15 applies to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an MRI for their shoulder and after that, impedances were high. After a few programming sessions, it was not possible to provide the patient with a good program any longer. The patient's lead and ins were replaced. It was later noted that according to the hospital, the timeline for the MRI and high impedance didn't fit together. The patient also reported feeling warmth when using the ins., the hospital was interested in the gray color around the lead area; the representative inquired if it looked like lead heating.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# unknown explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. G2: the country of origin is finland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that according to the nurse, the patient is fine now; confirmed by the nurse.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was rec¿d. Implant dates, explant dates, and serial numbers provided for the lead and ins. The patient contacted the hospital on sep-24th and informed them that about 2 weeks before that, there was a feeling of warmth around the ins. Regarding if there was any relation between the patient's MRI and the reported device issues, it was stated no, only thing was that patient had had MRI before problem. The nurse wrote the following notes on this issue. The patient contacted us on (B)(6) 2024. The pain had increased, and the feeling of stimulation did not appear with the tonic program. In the controller, the message "low output." Indicates a problem with the impedances. A couple of weeks before this, the patient had briefly felt a sensation of heat near the ins in the buttock. At the reception on (B)(6) 2024, the resistance values were high (40,000) in points 1,4,5 and 6 of the electrodes. A new program was programmed for points 2 and 3. At the beginning of november, the feeling of heat again at the ins. The patient contacted us on nov-06, the ins had stopped working. At the reception on nov-13. In points 1,2,4,5,6 the resistance values are 40 ,000, in point 7, 29794. Working points are 0 and 3, a new program has been programmed from these points. Shoulder MRI in february 2024 with a private service provider. This is temporally unrelated to the activity of the ins. Information confirmed with physician / account.